Event description:
It was reported that patient experienced an issue with their t:slim x2 insulin pump, which displayed a malfunction message after being plugged in to charge. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event or any corrective actions taken.